Event description:
It was reported that the lead perforated the endocardium. The patient died due to pulseless electrical activity. Blood was found in the pericardium.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was recieved.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.1 months, due to unknown reasons. No further details were provided.